Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately erratic and had displayed an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issued began on (B)(6) 2016, evening. She detailed that she obtained a blood glucose results of 258mg/dl and 195mg/dl performed less than 20 minutes apart. The patient manages her diabetes with insulin, including novolog and reported that on the evening of (B)(6) 2016. She took 18 units of insulin. She reported that 2 hours after the alleged product issue began she developed the symptoms of sweaty and weak. She stated that at an unspecified time on (B)(6) 2016 she consumed food and/or drink. At the time of troubleshooting the cca noted that it was not the first time the product was being used, the patient was using the correct testing steps. The test strips were stored correctly and had not expired. After walking the patient through performing a re-test the issue remained unresolved. The patient's products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.